Manufacturer narrative:
The insulin pump was received with broken off end cap and fully unlocked connector on interface board noted during visual inspection. We were unable to perform displacement test due to broken off end cap and fully unlocked connector on interface board. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 19mmol/l. The customer reported that the right side of the pump where medtronic logo sits is jagged and snapped off, exposing the electrical wiring of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.